Event description:
Procedure: lap gastric bypass. According to the reporter: the optical trocar 12mm was quite hard/difficult to get in to the abdomen so when the surgeon pressed to come in, she perforated a bowel. They had to open up the patient and do a bowel anastomosis. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity.

Manufacturer narrative:
(B)(4).